Event description:
Reportedly, patient files were not stored on the programmer even after re-interrogating the device.

Event description:
Reportedly, patient files were not stored on the programmer even after re-interrogating the device.